Event description:
It was reported that a physician was unable to connect the lead to the adapter smoothly during surgery. The impedances showed over 10,000 ohms. The physician tried to loosen the screw for connection adjustment but that did not help. The physician decided to "scrap" the adapter and opened a new one. The new adapter solved the problem and there was a smooth connection with normal impedances. There was no patient injury and no delay in surgery.

Manufacturer narrative:
Analysis of the extension found no anomaly. It was stated the lead on the extension was slightly bent on the distal side of the #0 connector. Continuity was acceptable and there were no shorts between circuits (dry). It was noted a known good lead was able to be completely inserted into the distal connector of the extension without difficulty. Impedances were good on every electrode pair as well.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.